Manufacturer narrative:
It was reported that the patient was prescribed anti-coagulant following the discovery of a pulmonary embolism. At the last follow up visit in 2008, the patient's condition was satisfactory. The closurefast catheter was discarded after the procedure, therefore an investigation of the device cannot be performed. If additional information is obtained, a follow-up report will be submitted.

Event description:
In 2008, the patient was treated for a right greater saphenous vein closure. There were no abnormalities noted before, during or after the procedure by the attending physician. At approx 9 days later, during a routine follow up appointment, a CT scan was conducted and found a pe (pulmonary embolism). The patient was admitted to the hospital and given an anti-coagulant and discharged. On a follow-up occurred about 2 days later, and the patient's condition was satisfactory.